Event description:
At a different hospital, patient had a suprapubic tube catheter placed. Approximately 3 days later pt presented with redness around the suprapubic tube catheter and questionable small bowel injury and free air in the abdomen. CT scan was obtained in the emergency room which demonstrated free air.and percutaneous crepitus.